Event description:
It was reported that patient has a infected total hip that was washed out on (B)(6) 2022 and the liner and head ball were replaced. Patient was brought back to the operating room on (B)(6) 2022 for another washout and liner/head ball exchange. Doi: (B)(6) 2022, dor: (B)(6) 2022, affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.